Manufacturer narrative:
There was no patient involved, thus no patient data exists. Serial number and device manufacture date are unk at this time. Attempts for this information were made. There is no expiration date for this device. Actual device was not received by manufacturer. Occupation of initial reporter is unk at this time. Device manufacture date is unk at this time. Eval summary: it is unk why the boom end cap fell. Without the serial number, we are not able to trace the history of the product and therefore, do not know when it was installed. The likely root cause is an incorrectly installed end cap by hospital personnel. Hospital personnel likely tried servicing the equipment at some point and did not fasten the cover back in place as desired.

Event description:
It was reported that a boom end cap fell off and broke prior to surgery while the boom was being moved. This did not occur during surgery therefore, no patients were involved, and no adverse consequences were reported.